Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20/jun/2024, it was reported that the patient encountered infusion set fell off during use. The duration of use was only lasted three days. No further information was available.